Event description:
Report from distributor stated, "this piece of fp7 is implanted into a patient's eye. Several days later, this patient had a high iop, and the doctor doubted that the speed of the outflow of this fp7 was abnormal and asked us to test it."

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues related to the reported issue were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection. Functional testing of the unit is in-progress. A follow-up report will be submitted with the testing results and any additional investigation findings.